Event description:
I used a vectra pro 4 electric muscle stimulation unit of a pt of mine with a new brand of electrodes. The brand of electrodes were reliamed self-adhering electrodes -reorder #zzae202fc-. These were placed on the thoracic region of the pt. Interferential current had been used previously on this pt with no ill effects. A few wks after this last treatment, he presented to my office with deep burns on two different spots on his upper back. These were attributed by the pt to the new brand of electrodes.